Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button unresponsive. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the act button rarely gave response. The customer stated that the up button did not give response during bolus. The product was returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.